Event description:
Mild dissection reported. Physician remarked that the dissection etiology may have been primarily crossing the total occlusion with a 5f multi purpose catheter.

Manufacturer narrative:
Patient information is being requested from the customer. Attempts to obtain patient information have not been successful. Mild dissection occurred during the use of the angiosculpt catheter. No clinical injury reported. Attempts to obtain additional information from the customer have not been successful. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the dissection. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.